Manufacturer narrative:
Concomitant devices: medtronic hawkone atherectomy catheter, 7fr cook sheath. PMA/510(k) number = pre-amendment. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, during atherectomy of the calcified right common femoral artery (cfa), the superficial femoral artery(sfa), and the popliteal artery, as well as the stenting of the right sfa, the 6fr (french) flexor ansel guiding sheath tore apart at the hub as it was being pulled back. The complaint device was placed in the patient's left cfa for a contralateral approach to the right cfa, sfa and popliteal artery. A wire guide and another manufacturer's atherectomy catheter were being utilized through the complaint device. Mid procedure, while adjusting the complaint device, it reportedly tore. The physician then attempted a sheath exchange and the complaint device continued to tear. Ultimately, the complaint device was successfully exchanged for a 7fr, 45cm (centimeter) sheath. It was reported that protamine was given to reverse heparin given during the procedure, and additional fluoroscopy time was accrued. Per the complainant, protamine was given to quickly reverse the effects of the heparin. The patient was anticoagulated with heparin, throughout the procedure, to prevent clotting during the case. Once the hub was detached and the sheath began to tear, protamine was given as a precautionary measure, until the sheath could be safely exchanged and the artery could be re-assessed via an angiogram. No portion of the complaint device was retained in the patient's anatomy. According to the initial reporter, the patient did not experience any adverse effects and no additional procedures were required due to this occurrence. Per the complainant, the complaint device is not available for return to the manufacturer.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: g5 this MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient outcome and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows one nonconforming event which could contribute to this failure mode; however, the affected unit was scrapped and not replaced. There was one other reported complaint for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
No additional information regarding the patient outcome and/or event has been received since the previous medwatch report was sent.